Manufacturer narrative:
Numerous attempts were made to the customer to obtain the product for evaluation but the product was not returned. Based on supplier's results of investigation, the device history record could not be reviewed as a lot number was not provided. Records for product code zchmt25bg were reviewed and there have been no material or design changes. The past three years of complaint records were reviewed and there were no similar complaints recorded. No sample was returned for investigation, only photos were provided. From the photos it appears that the frame was bent by a large amount of  pressure or force. This item can't be used as a wheelchair or a walker and there is a warning in the instructions for use. When a user uses the rollator to walk, there is less weight and force to the frame.  From the investigation, the root cause could not be determined. We will continue to monitor the trend of this type of incident.

Event description:
Customer was walking with rollator on uneven pavement. As the customer was walking, the frame bent down by the front wheels.